Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level displayed as "high" on the cgm, a specific numeric value was not provided. To address the bg level, the customer took corrective actions by administering a correction injection, and engaging in exercise. Reportedly, the customer resolved the occlusions by changing the infusion set and cartridge before resuming insulin delivery.